Manufacturer narrative:
Evaluation summary: no x-rays or product was returned for evaluation. The nominal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on patient bone quality and the amount of bone removed, the remaining bone may allow the implant to seat with less than normal impact forces in some cases. The exact cause cannot be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the surgeon was preparing the humerus and adequately reaming ot a depth relative to a 12mm tm reverse stem in late 2008. Reaming was done line to line. The 12mm trial was put in and spun freely in the canal to the extent that fixation was inadequate to do a trial reduction. The 12mm implant listed above was implanted. Stem fit so tight that it actually sat proud of the osteotomy 3-5mm.